Event description:
It was reported that (2) tsw45 were used during a laparoscopic sigmoid colectomy procedure. It was reported by the rep that the tsw45 jammed first time out of the box and third one after four firings. It is unknown how the case was completed. There was no consequence to pt.